Manufacturer narrative:
Full thickness burns on a female patient treated with morpheus8. Investigation is ongoing. (B)(6) 2024: fu report is submitted with investigation conclusions. Technical inspection of the device did not reveal any issues that could have led to the reported burn. Investigation attributed the root cause to user error: the treatment settings were extremely aggressive and completely not congruent with the IFU. Multiple passes were done at multiple depths, with energy exceeding the recommended, pulsing was done with high overlap, with multiple pulses on the same spot and extremely high number of total pulses. All this combined with patient not having a thick fat layer. Such excess of energy on the same spot led the observed thermal tissue damage and necrosis. Currently, the patient is healing well and the clinic has been retrained.

Event description:
Full thickness burns on gluteal fold and thighs.

Event description:
Full thickness burns on gluteal fold and thighs.

Manufacturer narrative:
Full thickness burns on a female patient treated with morpheus8. Investigation is ongoing.